Event description:
It was reported that the user received a pairing failed notification for a freestyle libre 3 plus sensor, which was believed to be associated with an old sensor; the user rescanned and the sensor proceeded to warm up, indicating successful resolution after troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no impact to health or therapy. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that the notification was likely related to a previously installed sensor and that rescanning restored expected operation. It was concluded that the device functioned as expected after user intervention and no device malfunction was confirmed.